Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a tego connector with list number which was stated that upon connection, venous pressure and arterial pressure were elevated. A clot was observed in the venous connector. The event occurred during use with a patient, however there was no harm.